Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer received a cartridge alarm. Reportedly, customer believes that the pump was dropped into a toilet. It was also reported that when pressing the screen, the display jumps about and customer is unable to add information. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.